Event description:
Pt with four-part left proximal humerus fracture after skiing accident. Surgery planned was open reduction & internal fixation left proximal humerus fracture. Surgeon was predrilling left humeral bone when the drill bit broke inside the bone. Drill bit not removed as would have been destructive to surgery site and bit entirely contained in bone with no perforations of the joint surface and would have no clinical impact on the pt.